Manufacturer narrative:
H4: the lot was manufactured between june 19, 2025 ¿ june 20, 2025. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and no defects were observed. Priming was performed, and no defects were observed. Backflow functional test was performed, and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of clearlink system continu-flo solution sets was unable to attach the tubing to the IV. The collar was fused and unable to move down. This was observed during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.